Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), pelvic pain ('pelvic pain') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn't underwent an essure confirmation test". The patient's medical history included multigravida, parity 2 ((B)(6) 2008, (B)(6) 2009), overweight, sexually transmitted disease, gonorrhea and chlamydial infection. Concurrent conditions included gallstones, nausea, vomiting, hypopotassemia, sepsis, urinary retention, pancreatitis due to gallstones, tobacco use disorder, right upper quadrant pain, ovarian cyst, uti and low back pain. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), back pain ("back pain") and arthralgia ("joint ache"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection: bacterial vaginosis"), depression ("psychological or psychiatric problems: depression, anxiety, mood swings") and anxiety ("psychological or psychiatric problems: depression, anxiety, mood swings"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems: teeth breakage, teeth decay") and dental caries ("dental problems: teeth breakage, teeth decay"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced mood swings ("psychological or psychiatric problems: depression, anxiety, mood swings"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with metronidazole, mirtazapine (remeron) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, bacterial vaginosis, alopecia, migraine, depression, anxiety, mood swings, weight increased, arthralgia, tooth fracture and dental caries had not resolved and the pelvic inflammatory disease outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, dental caries, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, migraine, mood swings, pelvic inflammatory disease, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy date(s) of insertion: (B)(6) 2009, on (B)(6) 2017- assessment/differential diagnosis: pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Ultrasound abdomen - on (B)(6) 2012: gallstone with normal common bile duct. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ abdominal pain, headache, depression, bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new mr received- pelvic inflammatory disease was added from medical records. Concomitant and historical conditions, reporters information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't underwent an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2 ((B)(6) 2008, (B)(6) 2009) and overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), back pain ("back pain") and arthralgia ("joint ache"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection: bacterial vaginosis"), depression ("psychological or psychiatric problems: depression, anxiety, mood swings") and anxiety ("psychological or psychiatric problems: depression, anxiety, mood swings"). In (B)(6) 2009, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced tooth fracture ("dental problems: teeth breakage, teeth decay") and dental caries ("dental problems: teeth breakage, teeth decay"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced mood swings ("psychological or psychiatric problems: depression, anxiety, mood swings"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with metronidazole, mirtazapine (remeron) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2013. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, bacterial vaginosis, alopecia, migraine, depression, anxiety, mood swings, weight increased, arthralgia, tooth fracture and dental caries had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, dental caries, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, migraine, mood swings, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy- date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received: lawyer was added. Patient's demographic was added. Case become incident, previously added injury nos was replaced by abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia), teeth decay, teeth breakage, dysmenorrhea, dyspareunia, hair loss, bacterial vaginosis, migraines / headaches, abdominal pain, back pain, pelvic pain, joint aches,pregnancy (ectopic), depression, anxiety, mood swings, weight gain, device monitoring procedure not performed, were added. Treatment drugs were added. Historical condition were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.